Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient was taken to the emergency room by car around 2:00 - 3:00 pm because the patient was feeling nauseous, vomiting and dehydrated. The cgm reading was 355 mg/dl and there was no bg taken. At the hospital they took a bg reading which was 670 mg/dl and the cgm reading was 337 mg/dl. The patient was treated at 7:00 pm (B)(6) 2025 with IV zofran 8 mg, hydrocodone 15 mg tablet, short and long-acting insulin. The patient was discharged on the (B)(6) 2025. At the time of the report the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the b zone of the parkes error grid at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.